Manufacturer narrative:
Conclusion: retained samples from the same lot number as the actual device were evaluated. The devices were tested for strength and ductility and the devices met performance specifications. The actual sample was returned for evaluation. The needle and the suture were evaluated for attribute defects and no defects were noted.

Event description:
It was reported that a patient underwent a cholecystectomy procedure on (B)(6) 2014 and suture was used. During the procedure, the suture came off of the needle. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.